Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant, the stylet was attempted to be withdrawn and removed from the left ventricular (lv) lead but was unsuccessful. A new lv lead was used and implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with a stylet cap found pulled out/missing and stuck inside the lead. X-ray inspection revealed the inner coil bunched up inside the connector region. Unable to remove the as received stylet from the lead due to stylet cap pulled out/missing with dried blood/tissue clogged and bunched up inner coil. The cause of the reported event was isolated to the stylet cap pulled out/missing, inner coil being clogged with blood/tissue and bunched up of the inner coil.